Event description:
Received a letter of inquiry from the FDA concerning a facility voluntary medwatch report to them. The info supplied is vague and the facility requested anonymity to the FDA. The report states that a 45-degree mitek suture grasper had its distal tip break off in a pt and was retrieved. No info was given concerning the condition of the pt or the extent of the intervention. This complaint is being generated to document the event queried by the FDA.